Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported that they don't think their teeth are straight and the retainers hurt their bottom teeth. At check in patient checked true for discolored.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.